Event description:
It was reported that the day following the implantation procedure, the physician attempted to reprogram the pacemaker and observed that the pacemaker exhibited backup vvi operation. It was further reported that the physician did not interrogate the device in the operating room at the time of implantation. The device was restored to normal operation the following day with programming guidance from technical services. The cause of the backup vvi operation was unknown. It was noted that the patient did not undergo an MRI scan at the hospital after the procedure. The patient remained stable throughout the event.